Event description:
It was reported to philips that the system's monitor was intermittently losing the video signal, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the monitor was unable to display intermittently. The complaint did not include further details about the nature of the issue. Philips provided a service quotation to the customer to address and resolve the reported problem. The quotation was not accepted by the customer. Therefore, no service action was performed by the philips. To date, no further information was received. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The affected monitor was located in the control room, which will not impact the clinical procedure, even if the system is in clinical use. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.